Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient was developed a right heart failure (rhf). They were admitted to the hospital on (B)(6) 2023 with symptoms of ascites and peripheral edema. The relationship between the rhf and the device was thought to be unclear. The patient was treated with drug adjustment and was discharged on (B)(6) 2023.

Event description:
Additional information was received that although right heart failure existed before implant, it was unknown if or how device related issues contributed to right heart failure. The treatment resolved the right heart failure.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported right heart failure could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 outlines potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.